Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope detected germs, the distal end had porous adhesions and angulation. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air by using mh-948 (air/water channel cleaning adaptor). The device passed a leak test during manual cleaning. The detergent used for manual cleaning was gigasept pearls 1%. The following are brushed points: instrument/suction channel, suction cylinder, and instrument channel port. The automatic endoscope reprocessor (lde) used was an advantage and there was no fault noted with the device. The detergent solution used was proteazone and the disinfectant used was intercept and rapicide a/b. All channels were connected with tubes when the endoscope was set up in the aer. The concentration and expiration date of the disinfectant was controlled. The rinse water quality was controlled. The water filter was not replaced periodically in accordance with the instruction for use. The scope was dried using the drying and storage cupboard. The endoscope was being stored in a drying cabinet and endodry cantel. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the distal end was cultured and detected no microorganisms. The instrument/biopsy/suction channels, air/water channel, and auxiliary water channel were cultured and had 0 colony forming units (cfus) of microorganisms. Overall, the results are in conformance with the requirements. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. The device evaluation found; the air/water cylinder had no color. The suction cylinder had no color. The switch button 1 had a pinhole. The air/water cylinder had foreign objects. Due to damage on endoscope position detecting unit (upd) probe, upd function did not work. Because objective lens was shaved, the image had dark area partially. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The air/water tube had foreign objects. The light guide lens had a crack. Adhesive on bending section cover had a crack. Connecting tube was snaking. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party culture results and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user provided result of the culture test, performed at the third-party labs, which resulted in positive at the following sampling locations: sampling date: unknown date. Sampling from: air/water (a/w) channel (ch). Cfu: 2cfu. Bacterial identification: coagulase-negative staphylococci. Sampling date: unknown date. Sampling from: a/w-ch. Cfu: 32cfu. Bacterial identification: moraxella sp. Sampling date: unknown date. Sampling from: auxiliary water ch. Cfu: <2cfu. Bacterial identification: unknown. Sampling date: unknown date. Sampling from: suction ch. Cfu: >160cfu. Bacterial identification: cellulosimicrobium cellulans, enterococcus casseliflavus, agrobacterium radiobacter. Sampling date: unknown date. Sampling from: a/w-ch. Cfu: 6cfu. Bacterial identification: unknown. Sampling date: unknown date. Sampling from: suction ch. Cfu: >160cfu. Bacterial identification: unknown. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.